Manufacturer narrative:
Correction in section e1 the city has been updated. The affected device will not be returned for evauluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was not returned for evaluation.. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported no image following first use. No delay in procedure and patient not affected. It was confirmed that the issue was identified following a medical procedure and the procedure had already been completed without any patient injury or impact.